Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Software was reloaded on the system and it is performing as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when logging into ent, it would not boot into the application. It would go to a debian synergy log in text. The manufacturer representative (rep) typed in root and ; subrosa; and then the screen would go black. The rep was able to determine that the booting issue only occurs if the system was booted with an ethernet cable connected. If it is booted without the ethernet cable connected, the system boots normally with no issues. This issue only started to occur after updating the digital intercommunication of medicine (dicom) q/r settings for electronic picture archiving and communication systems (pacs) communication. The rep attempted to uninstall/reinstall the software on the system. It was noted that the rep reloaded the software on the system and it was performing as designed. No patient was present at the time of the event.